Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team completed a form on behalf of the customer and arranged for a replacement pump, advising the customer to store the current pump and return it using the provided ups return box. The customer acknowledged the instructions and will contact their healthcare provider for backup insulin delivery.